Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawers 4.1 & 4.2 had not detected on the bus. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d unique identifier (UDI) a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height drawer 4.1 and 4.2 was off bus. A field service engineer (fse) opened the back panel and found that the light on the pyxibus module board was blinking for drawer 4.2, while drawer 4.1 was solid. The fse powered the station off and reseated the row board cable. The fse also replaced the damaged retractor band for drawer 4.2. The system functioned as intended after the field service engineer repaired the device

Manufacturer narrative:
Additional information: section h imdrf annex codes. Part analysis: the report of the 3ncb drawers "device not detected on bus" was confirmed by the bd fiel service engineer (fse). According to work order (wo) (B)(4), the field service engineer (fse) replaced damaged retractor band for drawer 4.2, the fse the fse tested in diagnosis and had a good performance. During dchu visual inspection the assy retractor dwr hh cubie (p/n 353844-01) was observed with black tape covering a black mark and with a bend in the cable. Testing of the retractor band observed a continuity failure between two pins of the flex flat cable. The investigation did not continue due to the condition of the retractor band. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: after investigation it is determined that the root cause of the complaint component was generated by a continuity failure between two cable pins within the retractor band assembly which compromised the drawer's functionality.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawers 4.1 & 4.2 had not detected on the bus. As per part investigation, it was determined that there was continuity failure between two cable pins within the retractor band assembly. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawers 4.1 & 4.2 had not detected on the bus. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.